Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the perclose proglide suture-mediated closure (smc) system instructions for use as a known patient effect of the perclose proglide suture-mediated closure system. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a carotid stenting procedure. Reportedly, the proglide was deployed successfully and hemostasis was achieved; however, it was found that the patient had no pulse in the leg and the leg became cold. The patient was taken for cut down surgery to remove the proglide sutures. It was unknown if the sutures of the proglide had captured the backwall causing the occlusion. After cutdown to remove the proglide, a carotid endarterectomy was performed. The endarterectomy had been planned before the issue with the proglide as the stent that had been deployed in the carotid artery had been deployed in the incorrect location. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.